Manufacturer narrative:
Additional information: a review of an image provided by the customer was performed. The image appears to show a da vinci sp bipolar instrument where one of the molded insulators broke off, causing the grip to detach.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 1.52mm x 5.70mm in size and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The instrument was also found to have a broken conductor wire at the distal end at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The instrument was found to have a detached fragment.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the console surgeon found that the tip on the fenestrated bipolar forceps was broken. The part of tip¿s fragment fell into the patient after he prepared to recenter the fenestrated bipolar forceps. The instrument had collided with the needle mid-procedure but unexpectedly, after one hour, the tip was broken into fragments by merely straightening it by hand control. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues were noted. The surgeon was working on the final part of a vaginal cuff. Dr. (B)(6) had just finished the suturing part of it by using the right hand with that fenestrated bipolar forceps and the left hand with the needle driver. The surgeon did not know what the cause of the instrument breakage was. The instrument was in use for about two hours. The surgeon did not notice any issues with the functionality of the instrument during its use. In the middle of the procedure, fenestrated bipolar had collided with the needle once. Fragmentation did not occur during the collision. It occurred an hour later. The fragments fell inside of the patient. The instrument was removed through the cannula for cleaning, and the wrist was straightened. It is unknown if there was any resistance upon the instrument removal through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event occurred. The fragment was retrieved by a surgeon with forceps and also reviewed by an assistant laparoscopically. No additional surgical procedure was required to remove the fragments. There were no postoperative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed.